Event description:
Caller reported a malfunction on the pump, which showed a fault code and a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was informed they could continue using the pump. The customer chose to resume insulin independently after the call, and an out-of-warranty renewal interest intake was completed with follow-up arranged with sales.